Event description:
Lap chole - "long procedure of 3.5hours. Needed suction irrigation often. Each time the surgeon used the suction and then put it back in the scabbard the gurgling noise indicated that the suction was still on. And each time the scrub nurse needed to turn the dial back to turn off the trickle suction. The surgeon was frustrated by this as he wasn't intentionally turning it on. So when it kept coming on by accident it made it frustrating for the surgeon and the nurse."

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. All final assembled handpieces are leak tested at both suction and irrigation valves to ensure the seal functions properly. Through user's interaction with the handpiece, the smoke evacuation feature may have been unintentionally activated. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical has recently re-designed the handpiece which is intended to minimize the potential for this type of incident to occur. This lot was built prior to the implementation of these enhancements. This document represents our initial/ final report.